Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away in (B)(6) 2016. The customer was known to have a terminal lung disease, diagnosed in 2015 with a prognosis of 1-2 years. The certified diabetes educator (cde) was unable to locate the name of the illness, but stated that patient status was ¿deteriorating¿ at subsequent appointments due to lung disease. Respiratory failure was listed in the customer's electronic medical record (emr). The cause of death could not be confirmed and it is unknown if the patient was wearing the pump at the time of death.